Event description:
The customer stated that, while attempting to calibrate the axsym rubella igg reagent, a calibration faulure occurred and error code 1048 (a/b ratio too high) was generated. Calibrator a was elevated as well. The customer replaced the probe and performed a decontamination of solution q trying to resolve the issue. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.